Event description:
A patient had lost stimulation while their device system was turned on. Discomfort at the pocket site was also reported. It was noted that it had been at least 2 months that the patient was without stimulation. The issue occurred following a fall in (B)(6) 2010, in which she hit her head and fell straight down. Impedance measurements were found to be greater then 4000 ohms on some of the bipolar pairs. Battery testing was showing 2.48 volts. The patient's outcome was not reported. Additional information is being requested, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).